Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise occurred in the image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction incompatible scope (error e315) was traced to a component failure. Additionally, the probable cause of the noise observed in the image was traced to a break in the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited incompatible scope (error e315). The event occurred during inspection for use. There were no reports of patient involvement.